Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly and after observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio further evaluated the removed main keypad assembly in a test device and verified the reported issue. It was also observed that the keypad would cause the test device to intermittently fail to deliver defibrillation energy. Physio found that the test device was able to charge for defibrillation, but when the shock button was pressed to deliver the energy, the test device would disarm and dump the energy charge internally. The shock switch measured a high resistance which caused the reported issue.

Event description:
The customer contacted physio-control to report that their device had the service indicator illuminated. Upon evaluation of the customer¿s device, physio-control observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device had the service indicator illuminated. Upon evaluation of the customer¿s device, physio-control observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number (B)(4) is relevant to the reported issue.

Manufacturer narrative:
Gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device had the service indicator illuminated. Upon evaluation of the customer¿s device, physio-control observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver defibrillation energy. There was no patient use associated with the reported event.